Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendix procedure, when the device was put into the patient through the port, the seam separated with minimal tension. It was removed and another one opened and used instead. There was no patient injury.